Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an alliance syringe was used during a procedure. According to the complaint, the inflator gauge would not register the pressure and was reading inaccurately. There was no visible damage to the device. There were no patient complications reported as a result of this event. The patient tolerated the procedure well and was stable in recovery. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown, however it was reported to have occurred "(B)(6)". The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of gauge reading inaccurately. According to the complainant, the suspect device is not available for return. A review of the device history record could not be performed since the lot number was not provided in the complaint. The complaint that the gauge was reading inaccurately could not be confirmed. However, gauge accuracy issues can be caused by damage during handling of the device. A shock from a small drop could cause damage to the internal mechanism of the gauge. Therefore, the most probable root cause for this event is handling damage.